Manufacturer narrative:
Based on the investigation activities performed at this time, no definitive conclusion can be made as to the cause of the alleged torn material of the ventralight st mesh. This was not reported as an out-of-box condition, additional information has been requested. The subject product was discarded by the user facility and not available for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This is the first reported complaint for the (B)(4) units manufactured in december of 2019. Per the preparation section in the instructions-for-use, "it is recommended that ventralight¿ st mesh be completely immersed in sterile saline for no more than 1-3 seconds immediately prior to placement in order to maximize the flexibility of the prosthesis.¿ additionally, the instructions-for-use recommends the use of a 10mm trocar size for the product code used. Should additional information be provided, a supplemental emdr will be submitted. Not returned - sample discarded.

Event description:
It was reported that during a procedure on (B)(6) 2020, a ventralight st mesh introduced intra-abdominally was torn. The device was not implanted and was discarded. There was no reported patient injury.